Event description:
It was reported to philips that the device's display was damaged. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The customer was given part number and pricing for a replacement display. The device remains at the customer site. .